Event description:
The patient's lead was removed during a normal end-of-service re-implant (approximately 33 months ago). The manufacturer recently discovered that the lead was also explanted. The reason for the removal of the lead is unknown at this time. It was also reported that the device was effective in decreasing the patient's seizures. The cause of the explanted lead is currently under investigation.